Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing, but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Additionally, a stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as during pacing system analyzer (psa) testing, it exhibited high out of range pacing impedance measurements greater than 2000 ohms. The position of the lead and psa cables were changed, but the pacing impedance remained out of range. The procedure was completed successfully. The cause of this observation remains unknown. No adverse patient effects were reported. The attempted lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as during pacing system analyzer (psa) testing, it exhibited high out of range pacing impedance measurements greater than 2000 ohms. The position of the lead and psa cables were changed, but the pacing impedance remained out of range. The procedure was completed successfully. The cause of this observation remains unknown. No adverse patient effects were reported. The attempted lead is expected to be returned for analysis.